Manufacturer narrative:
The subject device was returned to olympus medical system corp (omsc) for eval. The eval confirmed that the ptfe pad partially worn. There were contact marks on the surface of the probe and the grasping section. The mfg record was reviewed with no irregularities. Based on the similar cases with the same model, it is known that by continuously activating output without grasping anything in the grasping section (including after the tissue separated), the ptfe pad severely wears. Considering the eval result of the subject device, omsc concluded that the reported event occurred since the user continued activating out put for an extended time after the tissue already cut. The instruction manual of the subject device already states; warnings: do not activate output for an extended period while the grasping section is closed without contacting tissue. This report is being submitted as a medical device report in an abundance of caution.

Event description:
After a mediastinoscope-assisted transhiatal esophagectomy, the ptfe pad of the subject device was partially worn. The procedure was completed with the subject device. There was no pt harm reported.